Manufacturer narrative:
Battery issue confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, it would not recognize the power source despite the attempted use of multiple cables and outlets. It was also reported that the pump battery gauge rapidly decreased from 80% to 0% battery life. There was no impact to the customer's blood glucose level. The customer was later able to charge the pump and the battery gauge increased to 100%; however, the pump's history was noted to be inaccurate. It was indicated that the customer would revert to an alternate pump for diabetes management.